Event description:
It was reported that the patient presented for an implant procedure. It was noted that right ventricular lead could not be secured despite multiple attempts to insert the lead into the right ventricle. The lead was not used and replaced during the procedure. The patient was in stable condition.